Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 9 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing alarms on the system controller during the night. Upon system interrogation, low speed, low flow and pump off alarms were noted. It was also reported that there was possible kinking of the driveline under the dressing. The patient was asymptomatic. The system controller log file was submitted to the manufacturer's technical services for analysis. A pump stop event was captured on (B)(6) 2016. On (B)(6) 2016 several low speed/pump off events occurred while the system was powered by the patient cable and power module. The submitted x-ray images of the internal portion of the driveline did not show any obvious areas of concern. X-rays of the external portion of the driveline were not provided. The vad coordinator reported that no further alarms had occurred as of (B)(6) 2016 and images of the external portion of the driveline would be provided if the alarms recurred. On (B)(6) 2016, the patient was seen at the clinic and multiple pump stoppages were noted in the data log. It was reported that the patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the reported low speed and pump stop events. The driveline was cut approximately 12 inches from the pump housing and the remaining 25 inches of the driveline was returned in one segment. Continuity testing of both driveline segments found all wires to be electrically intact. Examination of the 25 inch driveline segment extending from the metal connector found no area of compromised wire insulation. Examination of the 12 inch driveline segment extending from the pump housing revealed some breakdown of the braided shield approximately 2.5-3 inches from the pump housing. Breaches in the insulation of the black, brown, and red wires were observed in this location, and the inner conductors were exposed. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. The device operates on a three phase motor; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed events recorded in the submitted system controller log file. The reported event could have also been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the system was operating on either a tethered power source or batteries. Examination of the pump¿s blood contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.